Manufacturer narrative:
On 5/13/2020, clarification was processed within the device evaluation details to clarify why the catheter tip was dissected finding the t bar slid down and out of place. It was clarified that during failure analysis, the catheter failed the deflection test. This is what prompted the dissection of the catheter tip finding the t bar slid down from it¿s place; this is the root cause of the failed deflection test. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30192473l number, and no internal action was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient¿s blood pressure dropped, and a weak carotid pulse was observed. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 250 cc of fluid from the pericardial space. The patient was transferred to the cardiac care unit (ccu) and stayed overnight for observation purposes. Patient¿s outcome is fully recovered. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event, the patient did appear to have some unusual left atrium anatomy. Physician¿s opinion regarding the cause of the adverse event is that he perforated the left atrial appendage (laa). Transseptal puncture was performed with an agilis 98 cm transseptal needle and an agilis sheath. Ablation was not performed during the case. The irrigation was set at 2cc/min in continuous flow. No error messages were observed during the case. The patient received anticoagulant (unspecified) during the procedure, the activated clotting time (act) is unknown. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient¿s blood pressure dropped, and a weak carotid pulse was observed. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 250 cc of fluid from the pericardial space. The patient was transferred to the cardiac care unit (ccu) and stayed overnight for observation purposes. Patient¿s outcome is fully recovered. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event, the patient did appear to have some unusual left atrium anatomy. Physician¿s opinion regarding the cause of the adverse event is that he perforated the left atrial appendage (laa). On 4/20/2020, the complaint device was returned to evaluation. Initial visual analysis found a kink at the shaft of the catheter. No internal components were exposed. The returned condition was assessed as not MDR reportable since if there is a slight bent of the shaft but the integrity of the catheter is not compromised, then the potential risk that it could cause or contribute to a death or serious injury is remote. However, the file continues to be deemed MDR reportable for the adverse event of cardiac tamponade. Device evaluation details: the device evaluation has been completed. The device was inspected, and it was found kinked in the shaft. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Then, the magnetic sensor functionality was tested on carto and the catheter failed the test since the icon was observed spinning. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. A failure analysis was performed and the catheter was dissected. The sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. The catheter was dissected on tip and it was found that the t bar slid down from its place. Then, it was found that the catheter was not irrigating, dried saline solution was occluding the irrigation tube. A manufacturing record evaluation was performed, and no internal action was found during the review. The customer complaint cannot be confirmed. The root cause of the dried saline solution and the deflection issue could be related to the usage of the device during the procedure however, this cannot be conclusively determined. The root cause of the pc board failure and kink in shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined, this failure does not represent any patient safety impact. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of the t bar sliding down. *correction: it was noticed the concomitant products were inadvertently omitted in the 3500a initial medwatch report that was submitted. The devices have now been added to field d11. Concomitant med. Products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).